Event description:
It was reported that there is a high pitched noise coming from drill and drill got hot. No patient injuries and delay of less than 30 minutes was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found someone similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A visual inspection found that the exterior condition shows moderate wear (scratches, scuffs). Nothing was identified visually that contributed to the reported problem. In addition, a visual inspection was performed on the part beyond the reported complaint. There were no additional visual observations identified. Functional evaluation was performed and the reported problem was not confirmed. The drill functioned correctly during the drill test. The drill was able to maintain 80k rpms for 1 minute without excessive heat or unusual high pitched noise. In addition, no additional non-conformances were identified. Therefore, the root cause was established to be no problem found. No containment or corrective actions are recommended at this time.